Manufacturer narrative:
Na.

Event description:
It was reported that the battery low alarm sounded followed by smoke out of power input followed by 4-5 inches of flame. There are no allegations of patient harm.